Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Source: email.

Event description:
Customer reporting 4 false positive sars results. Customer states the results were confirmed negative by pcr. Symptomatic status of patient(s) is unknown. Report 3 of 4.